Event description:
It was reported that saline was spilled on the ventilator, leading to damage of two printed circuit boards in the ventilator. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).